Event description:
Reporter indicated that pt was explanted due to infection at the bipolar lead/cervical area. The pt underwent brain surgery approx 16 months prior and generator explant due to lack of efficacy approx 9 months after that. Approx 6 months after generator explant surgery, the pt developed an infection at the bipolar lead/cervical area. The infection was initially treated with antibiotics and then explant of the bipolar lead. The pt will not be reimplanted.